Event description:
It was reported that pocket erosion- pump eroded through the skin. Patient¿s baclofen dose was tapered and then pump was explanted, patient was hospitalized. The device was discarded by the customer and would not be returned to manufacturer. The patient died (B)(6) 2013, the date was approximate. Cause of death was secondary to pneumonia during admission for explantation of pump. No diagnostics were performed. The device system was used to infuse lioresal. Additional information received reported that the patient was on ¿very high doses¿ of baclofen prior to surgery, they had to wean him down and put on oral- specific medication information was reported. Cause of death was sepsis, pneumonia and it was noted that the patient also had a uti (urinary tract infection) and ¿altered metal status due to brain injury many years ago.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8598a serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).